Manufacturer narrative:
Alleged failure: during case the l11 short circuited and shut off. This is the second l11 at this account on the same order. No patient harm. 30 minute delay. Sn (B)(4). RMA 12102881 salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is the wrong fuse was inserted during manufacturing. Reference (B)(4) for this issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known. Gtin: 07613327455915.

Event description:
It was reported the device shut off during a procedure, resulting in loss of image.

Event description:
According to our medical risk assessor, it is very unlikely that an account would not have a replacement light source if this were to reoccur again. Therefore, the chance of recurrence that would lead to death or serious injury is less than remote. As a result, reportability is being updated to no report required. No adverse consequences. The light source not booting up noticed during procedure, with a replacement available, may cause user inconvenience but should not result in any safety concerns. Therefore not making this event reportable.

Manufacturer narrative:
Alleged failure: during case the l11 short circuited and shut off. This is the second l11 at this account on the same order. No patient harm. 30 minute delay. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is the wrong fuse was inserted during manufacturing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device shut off during a procedure, resulting in loss of image.